Event description:
Boston scientific received information that during a non-related planned intervention, it was suspected that this right atrial lead had dislodged. During the procedure the physician confirmed the lead had not dislodged; however, was exhibiting some sensing anomalies due to atrial fibrillation. As a result, the physician elected to reprogram the device to vvir. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.